Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively. Additional information was received that the explanted device will not be returned due to facility policy. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.